Manufacturer narrative:
Medical device type: updated to indicate correct device type jka. PMA / 510(k)#: updated to indicate correct 510(k) number k981013.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® edta 2k had a deformed cap.